Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. To treat the low bg level, the customer consumed carbohydrates. Reportedly, prior to the low bg event, the customer's personal profile settings had been updated by the health care provider and the contact believes that not being accustomed to the new settings was a factor in the customer's low bg level. Recommendation was made to consult with healthcare provider for possible factors that may affect bg levels.